Manufacturer narrative:
UDI #: n/a (not applicable). Received complaint product from customer on 08/10/2015. Received 2x2 trial & travel pack with box. One bottle still has safety seal and the other bottle is 1/2 full. Lot numbers on box and bottles confirmed to be the same as originally reported. Box for 2x2 trial and travel pack of revitalens, has lot am01749 exp. 7/2015. Bottles show lot ak01582 expiration: 6/2014. Pt age/date of birth: unknown. Implant and explant dates: not applicable. Alternative report identification number (B)(4). Visual inspection of a retained sample showed the sample was closed and not expired when studied. The carton has the correct identifiers printed on it. The retain sample has all its components. The label is stuck correctly and has the correct identifiers printed on it; these identifiers match with the ones found in the carton. The label and the carton have the same information and the information is correct. No defects have been found that could result in this event. Manufacturing records were reviewed; product met manufacturing release specifications. No specific cause for this complaint was determined from the review of the manufacturing records and procedures or the inspection reports. Device history records including manufacturing records and in process controls records, are conform. No manufacturing deviations are detected related to customer's complaint. In a 12 month review period, there are two complaints for the complaint type, labeling. This is not enough statistical sample to perform an accurate trend. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a consumer purchased a 2x2 trial and travel pack of revitalens. Box shows one expiration date: 7/2015 and lot number: am01749. The box was sealed at the time of purchase. Bottles have a different expiration date: 6/2014 and lot number: ak01582. Only one bottle has been used, the other bottle is still sealed. There was no patient injury.